Manufacturer narrative:
The results of the investigation concluded that the sheath tubing distal area had been kinked and was bent in a shallow ¿u¿ shaped curve; the damage was consistent with the event description. The sheath tubing proximal area had also been kinked. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the sheath damage is consistent with forcible contact during use. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
A 19f ultimum ev hemostasis introducer was selected for use for a portico tavi procedure performed by surgical vascular access in the superficial femoral artery (sfa). The procedure was uneventful. The ultimum sheath was removed without the dilator causing a lesion in the sfa that was treated with a patch without consequence for the patient. When the dilator was removed, a kink was noted in the distal portion of the device. On the day following the tavi procedure, the patient was noted to be anemic and was transfused. Per report the anemia was secondary to the ultimum introducer and the procedure. The patient was discharged (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
A 19f ultimum ev hemostasis introducer was used for a portico tavi procedure performed by surgical vascular access in the sfa. The procedure was performed without issue. The ultimum sheath was removed without the dilator causing a lesion in the sfa that was treated with a patch without consequence for the patient. When the dilator was removed, a kink was noted in the distal portion of the device. One day following the tavi procedure, the patient developed anemia requiring transfusion. It is reported to be related to the ultimum introducer and the procedure. The patient was discharged (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. The correct MFR number is 3005334138.